Manufacturer narrative:
Terumo did receive the actual device for eval. Visual inspection confirmed that device was damaged. Review of the damage type is consistent with excessive force applied to outside packing during shipping and handling. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out of box, the oxygenator was broken. There was no patient involvement as this occurred out of box.